Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician pulled back to the arteriotomy and as the physician was preparing to shuttle down; the balloon pulled through the arteriotomy and out of the vessel along with the sheath. The physician deflated the balloon and removed the device completely out of the patient. The patient was converted to manual compression for approximately 15 minutes and a clamp device was applied to the access site with no further complications noted. It is unknown if the patient was hospitalized, but it was noted that the patient did not have to be hospitalized due to the mynx device/procedure. It was also reported that upon further inspection of the device once it was outside of the patient it was noted that the balloon did not appear to be ruptured. The physician stated he believes that the vessel was calcified. The aci sales professional confirmed that the physician had to deflate the balloon to remove the device the rest of the way through the tissue tract and fully out of the patient. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.